Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
It was reported that the down arrow button is not responding when presses. The keypad is reported to be intact and not peeling or lifting.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was observed to be torn at the down arrow button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting button function. The damaged keypad is obvious and detectable to the user and should alert the user to discontinue use of the product. The keypad buttons were found to be intermittently responding to presses. The keypad was removed and corrosion was observed under the button contacts.